Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis manifested by cloudy effluent. The cause of peritonitis was unknown. On an unreported date, the patient was hospitalized for the event. On an unreported date, the patient was treated with cefta (intraperitoneally, dose and frequency not reported) and vanco (intraperitoneally, dose and frequency not reported) for peritonitis. The patient's outcome and action taken with dianeal therapy were not reported. No additional information is available.